Manufacturer narrative:
(B)(4). Additional information: an engineering quality review was completed for this report of a system error 2240 (air in set). The report was not confirmed due to a lack of sample; however, based on the information obtained during baxter's investigation, this incident was determined to be caused by air being sucked into the disposable after the supply bag fell and disconnected. A labeling review found the labeling adequate for the potential use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted (B)(4) regarding a system error (se) 2240 alarm on the homechoice (hc) unit during dwell 3 of 5. The technical service representative (tsr) explained the message to the home patient (hp). The hp stated the bag fell on the floor. The tsr instructed the hp to recycle the machine. The tsr advised the hp to use manual bags. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available, a follow up MDR will be sent.